Manufacturer narrative:
All of the buttons functioned properly during testing. However, corroded keypad traces were found during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window, scratched reservoir tube window, and a missing end cap sticker.

Event description:
Customer reported a button error alarm that he could not clear. The customer's blood glucose was 311 mg/dl. The customer stated his insulin pump may have been exposed to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)